Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen. Dose and concentrations information was not reported. It was reported that the pump pocket had opened and exposed the catheter and pump. There were no known environmental, external, or patient factors that my have led or contributed to the issue. There were no diagnostics or troubleshooting performed. There were no interventions/actions taken to resolve the issue. Surgical intervention did not occur and it was asked but unknown if surgical intervention was planned. At the time of this report, the issue was not resolved. The patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. It was asked but unknown when the event occurred. The event occurred post-operatively. Additional information was received from the manufacturer representative (rep). It was reported that the pump and catheter were explanted.